Event description:
A customer reported a high blood glucose level, but the specific value was unknown as it was displayed as "high." Cause was not known. The customer administered a correction injection via mdi, and followed technical support's various troubleshooting instructions. Technical support advised the customer to consult a healthcare professional to address the high readings and suggested replacing supplies as necessary and resuming insulin use.